Manufacturer narrative:
The visual investigation of the inner blade revealed that the front part of the tip was broken and the fracture surface showed appearance of a ductile forced rupture resulting from torsional and bending overload. Plastic deformations were found on the hexagonal edges of the remaining flank. Additionally, a secondary crack was visible at the remaining flank indicating too high torsional forces. The outer tip revealed wear marks due to frequent use.based on the investigation the root cause of the reported event was attributed to a user related handling issue. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the tip of the screwdriver was broken.